Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 63 noted during testing however, pump error 63 noted in the formatted history file due to cold solder joints of the keypad assembly. The insulin pump was able to download to the carelink pro software without any errors. The insulin pump was received with scratched case, serial number label fading, stained select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a motor pic failed self-test alarm after every self-test. Customer was not able to upload to carelink. Customer's blood glucose was 12.9 mmol/l. Insulin pump would be replaced.